Event description:
It was reported that during a laparoscopic tubal ligation, the surgeon was pulling a filshie clip applier out of the trocar and the white seal came out of the trocar into the patient. The piece was retrieved and a new trocar was opened. There was no adverse consequence to the patient.